Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up in clinic, the merlin programmer made an overestimation of longevity of the device. The device replacement is anticipated and the patient was stable with no consequences.